Event description:
Patient sent in infusion device with a defect check button. Product was replaced and will be evaluated. No physiological effects were reported. The patient did not require assistance from a health care professional or second party to address the issue. No further information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.